Event description:
Customer reported paramedics were called to her home for low blood glucose. Customer stated she has been having low blood glucose every night. Customer was advised it might be a setting issue and to speak to doctor in regards to settings. Customer declined troubleshooting the device. Customer's blood glucose was over 30 mg/dl. She was not in a car accident. Customer stated the perceived cause of the low was customer delivered too much insulin or did not eat enough. Customer's spouse was unable to feed her food so he called paramedics. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.